Event description:
The customer stated that the architect folate controls were high before and after calibration. The customer requested a decontamination of the instrument. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.